Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. Shortly after implant, a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet. An additional clip was implanted lateral to the first to stabilize and reduce mr to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.